Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's neurostimulator (ins) had been dead for 1 year now. Patient did not provide or know the exact date. Patient stated he did not like recharging the stimulator because it took hours to recharge and had issues recharging at times. Patient stated the manufacturer's representative, confirmed the device was overdischarged. The patient's ins was replaced on 11/12 with a new system. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep clarified that the patient stated the recharging interval in general seemed to take on average 5 hours.